Event description:
On (B)(6) 2014, patient woke up violently ill. The next day, she went to emergency room with s/o of high fever, headache, chills, nausea, photophobia. The doctors first thought the symptoms were meningitis related. After blood cultures were taken. The results came back that the patient had mycobacterium fortuitum. On (B)(6) 2014, doctor called patient to admit her to the hospital as an inpatient for treatment of the infection. During her stay, patient became septic, hypotensive, febrile, and also experienced severe pain. While in the hospital on (B)(6) 2014, patient had the defibrillator surgically removed. Cultures were performed on the surgical pocket and device, which both tested positive for pocket and device, which both tested positive for mycobacterium fortuitum. Since removal of the device, patient states that the surgical pocket where the device was, still hasn't healed and requires daily cleaning with dressing changes. On monday (B)(6) 2014, patient will start another "extreme high powered" course of antibiotic treatment for the infection she has. The primary care physician (dr. (B)(6)) and the infectious disease doctor, both believe that the infection was caused during the initial implantation of the device. The incubation period for mycobacterium fortuitum to grow fits the time-line of the patient's symptoms. The infectious disease doctor told her that this bacteria is in the same class as tuberculosis. Patient states "this has been a horrible experience, I almost died". She has not been able to work for the past 6 weeks, used mostly all of her leave, her energy level and appetite are severely decreased, she is extremely ill, and not able to get around.